Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the reducer malfunctioned during surgery and needed to be sawed off in order to be removed from the implant during surgery. The reducer's inner core splayed open and the reducer locked onto the tulip head of a pedicle screw. A saw was used to cut the distal tip of the reducer off so that it could be detached from the screw. The screw was subsequently removed and the procedure was completed without the screw. There was a delay of 10 to 15 minutes to the procedure, but there were no reports of patient injury associated with this event.

Manufacturer narrative:
The returned device was examined. One of the tabs which holds onto the mating screw head appears to be splayed while the other had been sawed off by the user. The cause of failure cannot be determined at this time as the returned device was damaged (tab cut off) in a manner which precluded functional testing. A review of the manufacturing records did not identify any issues which would have contributed to this event.